Event description:
On (B)(6) 2011, the info provided indicated that the nurse observed a bend in the outer sheath near the metal luer lock (user end of the device). This was observed prior to the procedure. Another echo tip ultra endoscopic ultrasound needle was used to perform the procedure. The info received at this time did not reasonably suggest a reportable event had occurred. On (B)(6) 2011, the product was received for eval. The appearance of the returned device suggests the needle had been in contact with the pt. The kink in the device was not located at the user end as originally reported. The needle device exhibited a kink in the outer sheath and the needle located at the pt end of the device. A bend in the needle at the pt end has been established as a reportable event. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. A visual examination of the returned product confirmed numerous bends through the entire length of the outer sheath. A severe kink was noted in the sheath/needle approx 7.5 cm from the distal end of the sheath. Due to the condition of the returned product, the needle will not extend. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope, this could contribute to severe bending of the needle near the distal end. Prior to distribution, all echo tip ultra endoscopic ultrasound needles are subjected to a visual and functional test to ensure device integrity. The visual inspection includes verifying the product is free of kinks and bends. The functional test includes extending and retracting the needle to ensure proper needle function. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Qa will continue to monitor for complaint trends.